Manufacturer narrative:
(B)(4)

Event description:
It was reported that product sterility was compromised. A steerocath-dx catheter was selected for use to cross the lesion. However, while attempting to open the package it was noted that the device was contaminated because it was stuck to the wrapper. The device never came in contact with the patient. The procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device does not have visual defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that product sterility was compromised. A steerocath-dx¿ catheter was selected for use to cross the lesion. However, while attempting to open the package it was noted that the device was contaminated because it was stuck to the wrapper. The device never came in contact with the patient. The procedure was completed with another of the same device.